Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan, france in 2008 alleging that the one touch ultra2 meter was giving inaccurate erratic readings. On the day before at 8:33pm, the pt tested himself on the lfs meter and obtained result of 171 mg/dl. Based on the reading, he took 8 units of novorapid and usual dosage of lantus 34 units. At 10:15 am, the pt performed quality test with failing result of 178 mg/dl for the range 100-134 mg/dl. A few mins later at 10:24 pm, the pt felt sweaty and his face started turning pale. He tested thrice with a lifescan meter and obtained blood glucose results of "268, 90 and 291 mg/dl" performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <20 mg/dl. He took a coca cola and felt better within 10 mins. The pt did not seek any medical attention. The pt claimed to take his usual meals on the day of incident. The pt did not skip/change his dosage of medication. He took lantus 32 units in evening and lantus 8 units on the day of incident. The pt mentioned that his dosage for lantus was always fixed, but his dosage of novorapid was based on sliding scale as: 5 units if result under 150 mg/dl, 8 units if result between 150-250 mg/dl and 10 units if result exceeds 250 mg/dl. The pt notified lfs that he feels hypoglycemic with test results below 70 mg/dl mark. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, and the test strips were within expiration dating and in good condition. The pt was using correct control solution. The meter was programmed for the correct unit of measure and calibration code number. Quality control testing was performed during the call, with failing results. The meter and the test strips were replaced. This complaint is being reported as the pt claimed that he was taking increased dosage of medication based on the incorrect meter reading and progressively developed symptoms suggestive of hypoglycemia. He further stated that he felt better after drinking coca cola.